Event description:
It was reported that the patella reamer was blunt, so the surgeon could not ream the patella enough. There was no spare product instead of it and the procedure was continued with the blunt patella reamer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The cutting edges of the device is dulled and has several nicks; the damage is consistent with prolonged use. The damage to the device diminishes the functionality. The event was confirmed. The investigation determined the root cause of the event to be normal wear of the cutting device from prolonged use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
It was reported that the patella reamer was blunt, so the surgeon could not ream the patella enough. There was no spare product instead of it and the procedure was continued with the blunt patella reamer.